Manufacturer narrative:
The sodium electrode lot number is dna62. The chloride electrode lot number is dqv04. Qc and calibration were in range prior to the event. A field service engineer (fse) determined that there was debris on the probe and cleaned it. The fse performed probe washes ten times, inspected the electrodes and tubing. He moved the vacuum tubing as it was found to be compressed between the cover and the foam base. He verified that the waste tubing was good and that the water bath was clear of debris, and verified that the dilution vessel liquid was dispensing and evacuating correctly. A 21-cup precision and ion-selective electrode check were completed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode and chloride electrode results from the cobas pro ise analytical unit. Data was provided for 1 of the patients and is a reportable malfunction. The initial sodium result was 156 mmol/l, and the result on a different cobas with a new sample was 142 mmol/l. The initial chloride result was 114 mmol/l, and the result on a different cobas with a new sample was 104 mmol/l. The repeat result was deemed to be correct. The doctor questioned the initial critical high result and had the patient redrawn and run again. The doctor also realized there were 4 other patients reported with critically high sodium results in a short amount of time and contacted the lab. All critical high results were repeated. The exact sodium results for the other patients were not provided. It was reported that the other patients were initially reported in the 150's mmol/l.

Manufacturer narrative:
The investigation was unable to determine a direct root cause; however, the service action has resolved the issue.